Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was the dn to rear te cable being pulled from the strain relief, causing a broken pulse wire. The root cause for the open wire was excessive force. Device evaluation of monitor sn (B)(4) was completed. During the evaluation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor was the external defibrillation while the lifevest was actively monitoring the patient.

Event description:
10/02/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 03/08/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Review of the patient's downloaded data indicated that the patient experienced a treatment event on (B)(6) 2018. The patient experienced bradycardia degrading to asystole at 00:42:45 on (B)(6) 2018. The patient received an inappropriate treatment during asystole with CPR artifact at 00:45:14 with a post-shock rhythm of asystole with CPR artifact and intermittent cardiac activity. The patient then experienced a vf arrhythmia at 00:50:35 and was treated at 00:51:09 while in vf with CPR artifact. The post-shock rhythm was asystole with CPR artifact. The patient then returned to a sinus rhythm at 70 bpm at 01:00:27. The patient received a treatment at 01:01:22 while in CPR artifact with a post-shock rhythm of asystole with CPR artifact. The patient received a final and fourth lifevest treatment at 01:02:04 while in CPR artifact. The patient's ECG remained in CPR artifact and the patient received a non-lifevest defibrillation shock at 01:02:18. The post-shock rhythm was CPR artifact. The lifevest was removed at 02:44:31 on (B)(6) 2018. The patient subsequently passed away on (B)(6) 2018.